Event description:
It was reported that there was an issue inserting a lead pin into the generator during an implant surgery. The surgeon had difficulty inserting the lead, and, when she tried inserting the lead, the tubing was stripped away exposing the lead wire. A new lead was used, which was inserted without issue. The company representative who was at the surgery confirmed that the set screw was completely backed out. The surgeon tugged gently to make sure the lead was secure in the generator after tightening the screw, and the insulation came off very easily when she tugged it. No surgical tools were known to have been used to insert the lead pin. No further relevant information has been received to date.

Event description:
The device history record of the lead was reviewed, which showed that the device conformed to all specifications prior to release. The lead was received, but analysis has not been approved to date.

Event description:
Analysis on the lead was approved. The connector boot appeared to be torn in half at the end of the connector ring with the quadfilar coils stretched and kinked in between. This most likely occurred due to manipulation during the attempted implant procedure. The outer and inner silicone tubes were not affected, therefore there were no abraded openings observed. The average of the dimensional measurements taken of the connector pin, connector ring, small and large o-rings and boots were within the required specifications. During the visual analysis of the returned portion the (+) white and (-) green electrode ribbons, they appeared to be stretched and the helices appeared to be misshaped. This most likely occurred due to manipulation of the lead during the attempted implant procedure. With the exception of the torn connector boot, the condition of the returned lead portions was consistent with conditions that typically exist following an attempted implant procedure. No other anomalies were noted. Continuity checks of the returned lead portions were performed with no discontinuities identified. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #2 inadvertently left out information regarding the measurement of the large o-ring diameter, which could have affected the insertion force required.

Event description:
The large o-ring diameter of the lead was near the max large o-ring diameter specification, which could have resulted in the lead requiring more force than the force maximum to fully insert the lead pin into the generator cavity. However, since the diameter was within specification, this could not be confirmed as the cause of the insertion difficulties.